Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
The complainant had a impella cp pump placed to support a patient admitted in with acute myocardial infarction and cardiogenic shock. The pump was placed but there was an access site bleed/hematoma. The team applied manual pressure but bleeding continued. Additionally distal limb noted to have decreased perfusion as evidenced by decrease capillary refill, cool, and discolored. Decision made by the doctor to explant impella device at bedside. Once explanted doppler pulses confirmed for right pedal pulse. The procedural outcome was the patient survived surgery.